Event description:
Information received by medtronic indicated that the customer received a blank display on the insulin pump after it's been exposed to moisture and had a crack on it. It is reported that the keypad buttons are unresponsive and customer received stuck button alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and the display remained blank even after cross checking about no damage to battery cap contacts. The customer will discontinue using the insulin pump and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed, the displacement test, self-test, sleep current measurement, and active current measurement tests. And p-cap locks properly into the reservoir compartment. All buttons function properly, and no blank display noted, during testing. No damage noted, to keypad assembly. And j1 connector on pcb1 was locked properly, during visual inspection. The power management graph confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms noted, during testing or listed in the pump history download. Unit successfully downloaded to thump. No stuck button error alarms noted, during testing. Verified, pump alarmed stuck button on (B)(6) 2023 08:47:35.000, in pump downloaded history. The electronic assemblies were inspected and found moisture damage to motor assembly, home switch, lithium back up battery, pcb1 board and pcb2 board, during visual inspection. The following were noted, during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, corroded battery tube, cracked battery tube case, battery tube threads cracked and serial number label stained. Cosmetic damage was confirmed, at battery compartment, during analysis. Blank display unconfirmed, during analysis. However, found moisture damage to electronic components. Stuck button alarm noted, in pump download history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.